Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening crack, an opening on valve bond edge, yellow particles in the shell, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge and crack valve. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.